Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-06-02. Investigation summary: our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one q-syte extension set assembly. In addition, one photograph which displayed the top of the cap on the base end and head of the q-syte. Upon inspection of the photos and the device, damage can be seen to the head of the q-syte device. There is a large portion of the top septum missing from the unit. Further microscopic inspection revealed that part of the septum has separated and been pushed in. Damage to the septum can occur on the manufacturing line due to misalignment or damaged probe. Damage can also occur due to the external force caused in the clinical environment during use. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that a bd q-syte extension set 15 cm (6 in) 0.34 ml micro bore leaked internally. The following information was provided by the initial reporter: "internal leakage of empty needle rebound".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a bd q-syte extension set 15 cm (6 in) 0.34 ml micro bore leaked internally. The following information was provided by the initial reporter: "internal leakage of empty needle rebound".